Event description:
It was reported that this right ventricular (rv) lead exhibited a drop in pacing impedance measurements. Review of stored device data noted stable impedance measurements as high as 823 ohms and measurements as low as 582 ohms. The impedance measurements were noted to show a pattern of this increase and decrease and were felt to be attributed to the daily measurements being performed every 21 hours, which, means the test is being run at a different time. Technical services (ts) noted that these readings can be impacted by patient activity. Ts discussed troubleshooting options. Additional information was received that this rv lead also exhibited elevated threshold measurements. Surgical intervention was undertaken. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.